Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2017. The patient was reportedly feeling dizzy prior to the event and lost consciousness. The lifevest reportedly treated the patient while the patient was being transported to the hospital by ems. A review of download data indicates that the lifevest treated the patient 14 times between 19:34:50 and 19:45:17 during runs of atrial fibrillation (af) and atrial flutter. The rapid af and atrial flutter rates contributed to the false detections. The patient remained in af after the final treatment. The response buttons were pressed periodically after the 14th treatment. The electrode belt was disconnected at 20:46:01. The rhythm at the time of electrode belt disconnection was obscured by motion artifact, as ems was performing resuscitation attempts. The patient passed away sometime after the lifevest electrode belt was disconected. The exact time of death is not known.